Manufacturer narrative:
Additional information was received on (B)(6) 2024 and it was reported that the patient improved. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31419786l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced diaphragmatic paralysis. First, it was reported that there was a soundstar echo catheter error. The echo image was not displayed when the soundstar was connected. Although the echo image was displayed without any problems in the beginning after connecting, it stopped displaying halfway through. Before the catheter was connected, the test catheter was displayed without any problems. The cable of the catheter side was reconnected, and the swift link of the ultrasound machine side was reconnected, but there was no improvement. The issue was improved by replacing the catheter to a new one. The procedure was continued. Then, it was reported that superior vena cava isolation (svci) was performed. A 7v pacing was performed with ablation catheter and confirmed that there was no twitch. However, the physician noticed that the right diaphragm was elevated at the end of the svci. The procedure was continued for another hour and a half, but the patient left the room with the diaphragm still elevated. The complications were not due to product defect. Ablation was conducted on paf 2nd procedure, no medical history of heart disease other than arrhythmia. Settings when svci was performed: 25w, about ablation index (ai) 320, contact force (cf) 10-15g, 7v pacing was performed with ablation catheter while checking twitching with about 10 grams of cf coming out. There were no problems with the behavior (impedance, temperature, cf). The physician¿s opinion on the relationship between the event and product was that there was no causal relationship with the product.